Event description:
It was reported that 1 day following a coronary drug eluting stenting treatment procedure, the pt experienced a sub acute thrombosis. In 2004 a taxus express2 2.5 x 16 mm drug eluting stent was placed in the ramus artery. The next day the pt presented with symptoms of a sub acute thrombosis. The pt is now in good condition.